Manufacturer narrative:
Sections with additional information as of 27-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer sweet breath has improved and no longer experiencing symptoms. Customer stated she was adjusting to metformin.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated she went to hospital on (B)(6) 2020 and discharged on (B)(6) 2020. Customer was diagnosed with hyperglycemia and hypotension. New medication was suggested - metformin 500 mg. Customer states she does not recall her glucose reading while in hospital. Customer continues to experience sweetness of breath and that she is having headaches and nausea in relation to her new metformin medication. Customer is going for follow up with primary care doctor (B)(6) 2020.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of increase thirst and sweet taste in her mouth. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and it is stored in the kitchen. During the call a back to back blood test was performed by the customer and produced test results of e-2. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is 02/13/2020. The meter memory was not reviewed for previous test result history.